Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that "on or about (B)(6) 2008" a monarc device was implanted. Soon after the pt began to experience "severe pelvic pain, chronic infection" and other "debilitating side effects" that are ongoing.